Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed which resulted in a pause of pacing for four to five seconds. This was due to myopotential by outer insulation damage. Additionally, there was loss of capture. The field representative will discuss programming optimization and if it does not mitigate the behavior the plan is to add a new lead. At this time, the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).